Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured. If the pod coil is advanced against resistance, damage such as a kink and subsequent fracture on the pusher assembly may occur. The fracture on the pusher assembly likely caused the pull wire to retract and the embolization coil to detach from the pusher assembly. Based on the reported complaint, the root cause of the resistance could not be determined. Further evaluation of the device revealed that the pusher assembly was kinked along its length and the detached embolization coil had offset coil winds along its length. This damage was incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the pod coil unintentionally detached within the lantern. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using non-penumbra coils and the same lantern. There was no report of adverse effect to the patient.